Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured. The device was removed and completed the procedure with a different device. There was no patient complications reported.